Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device would not graft properly causing tears. The event occurred during surgery and an additional graft was required. Also, an alternate device was used to complete the procedure. No additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On june 6, 2018, it was reported that the device would not graft properly causing tears. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on july 2, 2018 revealed that the motor and bearings were rough and the parts inside of the housing were corroded and difficult to disassemble. The head and throttle lever were damaged. The customer hose and width plates were not returned for evaluation. The calibration and motor speed were both within specifications. The control bar was low on the one side. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the motor and bearings were rough and the parts inside of the housing were corroded. The head and throttle lever were damaged. The control bar was also low on the one side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor and bearings were rough and the parts inside of the housing were corroded. The head and throttle lever were damaged. The control bar was also low on the one side. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.